Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for high blood glucose levels over 800 mg/dl. The customer stated she had been experiencing high blood glucose levels for 2 days and they did not start coming down until she was hospitalized and treated with manual injections. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the customer was unable to perform the high pressure test during the phone call. The customer stated she felt very uncomfortable using the insulin pump and asked to have it replaced.